Event description:
It was reported that during implant attempt, the helix would not deploy on the third attempt, and there was fixation difficulty. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; it was noted the distal conductor was found distorted within the connector due to excessive rotations of the is-1 pin; full lead analyzed.